Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored and the battery cap was damaged with stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/27/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored and the battery cap was damaged with stripped threads. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.